Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned to guidant 2.5 years after explant. Upon being dispositioned in guidant's reliability assurance laboratory, the device was found to be in a reset condition with no tones when a magnet was applied.